Event description:
It was reported post-paced t-wave oversensing was observed on an asymptomatic patient via a merlin.net transmission. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.